Manufacturer narrative:
Sections with additional information as of 14-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: ketone test strips was not returned for evaluation. Retention testing was performed using ketone test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-006: passed expiration date. Corrected sections as of 14-dec-2020. D2: common device name corrected from "system, test blood glucose, over the counter" to "nitroprusside, ketones (urinary, non-quant)".

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Most likely underlying root cause: mlc-006: passed expiration date. Note: manufacturer contacted customer in a follow-up call on 16-sep-2020 to ensure the replacement products resolved the initial concern, able to establish contact with customer and stated using a competitor's brand.

Event description:
Consumer reported complaint by e-mail for physical defect of ketone test strips, stating that the test strips were gray. Technician had responded via e-mail on 09/03/2020, and customer had provided her telephone number. Technician had attempted to contact the customer, and was unable to reach via telephone. No further information was able to be obtained.